Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, which resolved the malfunction issue. Later, the caller's pump was unresponsive, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.